Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 5 mg/ml at 0.24 mg/day. The indication for use was non-malignant pain. It was reported the patient was experiencing sub-therapeutic effects from therapy. A dye study was attempted (date unknown), but the catheter could not be aspirated. The catheter was thought to be outside the intrathecal space. There were no known environmental/external/patient factors that may have led or contributed to the issue. Surgery to completely replace the catheter was performed. The patient was placed on minimum rate just prior to surgery, but was then changed to 0.24 mg/day on a simple continuous dosing following catheter replacement. The issue was resolved. The patient¿s status was alive ¿ no injury.

Manufacturer narrative:
Analysis found the catheter body had significant twisting that may have affected infusion. Eval code - conclusion code is being updated for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.